Event description:
Patient admitted for elevated lactate dehydrogenase (ldh) in setting of subtherapeutic inr for several weeks. Ldh had been trending up from baseline in the mid 200s. Admitted for IV heparin for suspected pump thrombosis. Placed on IV heparin, trended lab values (lactate dehydrogenase, plasma free hemoglobin, haptoglobin) and send logfiles to vendor.